Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse), due to failed pressure transducer test. Expiratory channel, control and monitoring printed circuit boards (pcb) was found to be defective and the fse resolved the reported failure by replacing them. The ventilator passed all functional and safety test and was cleared for clinical use after that. Can't be confirmed in logs due to logs not provided. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flow meter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. Visual inspection of the returned pbc's revealed no abnormalities. Then a simulated test over 48 hours didn't reproduce the reported issue. Several pre-use checks was done before and after. Our conclusion is that the device failed to meet its specifications during the reported event. Since the reported issue could not be reproduced at the manufacturer site, it was not possible to confirm any part failure, and thus a definite root cause cannot be established.

Event description:
Manufacturers reference ID: (B)(4).